Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into an off label insertion site, on (B)(6) 2025. On (B)(6) 2025, at approximately 8:55 pm, the patient experienced a hypoglycemic event following a sensor failure. At the time of the event, the patient was seated in a chair in the living room and was unaware that the sensor had failed. The patient could not recall whether any alerts or alarms were issued by the display device indicating the error. The patient reported ¿falling asleep¿ for approximately 20-30 minutes. Upon waking, she exhibited severe symptoms, including difficulty speaking and moving, heavy sweating, and limited mobility. She also described sensations resembling muscle seizures. Due to these limitations, the patient did not perform a blood glucose check using a meter but was able to call 911. The state police arrived first and provided juice from the patient¿s refrigerator. Shortly thereafter, ems arrived and measured the patient¿s blood glucose at 85 mg/dl. No medication was administered, and the patient declined transport to the hospital as her blood glucose level was improving. There is no documentation of further medical evaluation or intervention. At the time of reporting, the patient was stable but fatigued. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.